Event description:
It was reported that the patient had his spectra penile prosthesis removed and replaced with an inflatable penile prosthesis due to "the prosthesis was broken." No additional patient complications were reported in relation to this event.

Manufacturer narrative:
The two dura-ii cylinders were visually inspected. One cylinder had a hole in the outer tube with a broken wire bundle end protruding out approximately 6 mm. Both cylinders have broken wire bundles approximately 5.5 mm from the end of the cylinder. This is where the metal segment ends and the plastic segments begin. Plastic segments on this end exhibit missing material due to wear. One cylinder was returned with one front/rear tip attached, the other cylinder has no front/rear tips attached. Two unattached 6 cm rear tips were returned. These are an earlier model. The implant date of these cylinders is unknown. It appears that these cylinders were probably manufactured by timm medical before ams acquired this product.

Event description:
It was later reported that the complaint reported was not on a spectra penile prosthesis, but on a dura ii. Upon examination of the device, it had appeared that the two returned cylinders were probably manufactured by another manufacturer's device timm medical before ams acquired this product.